Event description:
It was reported that the pulse generator displayed - diagnostic data is invalid - message upon interrogation. The diagnositcs data was cleared from the device and it could be interrogated normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.